Event description:
During a laparoscopic bowel resection procedure, the staples in the distal portion didn't come out. The event extended or time around 10 minutes. There was no additional patient consequence.